Event description:
It was reported that the patient underwent a gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/29/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh implant on (B)(6) 2007 due to sui. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent a revision on (B)(6) 2013 due to recurrence and underwent a revision on (B)(6) 2013 and (B)(6) 2014 due to failed mesh. No additional information was provided. (B)(4).